Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked and bleeding lcd glass, cracked case near display window corners, cracked on display window and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that their belt clip broke, the insulin pump hit the floor, and the customer stepped on the device. The lcd screen became cracked. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer confirmed that he was able to read the display. However, the customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.